Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 494 tubes and air bubbles were found in 660 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received four photos for investigation, which show a tube with a large air bubble in the gel barrier. Air bubbles in gel can occur when there are air pockets in the gel material or if air is introduced into the lines during the dispensing process. There are purges that allow operators to minimize the amount of air bubbles produced from air in the lines, and inspections that minimize the number of tubes released that have air bubbles caused by the air pockets. If small bubbles are present in the gel product when the product is sterilized, these bubbles become larger due to the heat. Additionally, there is a black particle on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: foreign matter - spots and gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 494 tubes and air bubbles were found in 660 tubes. No adverse impact was reported regarding the patient or user.